Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure to ensure the clips feed and form properly. Co strieves to understand each incident as it occurs in order to continuously products.

Event description:
During a laparoscopic cholecystectomy the clips in the er320 scissored when placed on the cystic duct. A new clip applier was opened to complete the case. There was no consequence to the pt.